Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date in 2011, the patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. The outcome of the event of bacterial peritonitis was not reported. On an unreported date, dianeal and extraneal therapies were withdrawn and hemodialysis was started. The nurse reported that the bacterial peritonitis was unrelated to dianeal and extraneal therapies.